Event description:
It was reported that the patient's a change in the location of her stimulation sensation. Her physician had turned on the implantable neurostimulator (ins) on (B)(6) 2012 where she left feeling the stimulation in her back but the stimulation changed to the rectal area on (B)(6) 2012. The patient was a waitress and it was noted she had excessive bending may have played a part in the stimulation location change. It was noted that the patient did have therapeutic effect from the ins system. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot #v806871, implanted: (B)(6) 2012, explanted: na.